Event description:
A literature article described a clinical trial comparing the intraoperative and postoperative outcomes of a trans-umbilical single-site plus one robot-assisted surgery and a trans-umbilical single-site laparoscopic surgery in the treatment of choledochal cysts. The article noted that during these surgeries, in the robot group, one child developed an abdominal infection on the second day after the operation, which was cured after anti-infection treatment with cefoperazone. There were no da vinci device malfunctions noted. In addition, there were no reports that any da vinci products caused or contributed to an adverse event. The designated contact author has not responded to requests for additional information.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. No specific information regarding the site name or event date was provided; therefore, no da vinci system or accessories log files are available for review. Lin y, chen s, lin y, zhang l, wang j, qiu x, xu d, li l. A trans-umbilical single-site plus one robotic-assisted surgery for choledochal cyst resection in children. Front pediatr. 2024 jun 18;12:1418991. Doi: 10.3389/fped.2024.1418991. Pmid: 38978841; pmcid: pmc11228950. Section d: suspect medical device ¿ the article indicated that the procedures were performed on either a da vinci si (model) or da vinci xi system. It is unknow which system was used in this procedure.